Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a system error. The fault did not cause any damage or inconvenience to workers or patients.

Event description:
It was reported that, before use on patient the cardiosave intra-aortic balloon pump (iabp) unit had a system error. There was no patient involvement.

Event description:
It was reported that, before use on patient the cardiosave intra-aortic balloon pump (iabp) unit had a system error. The fault did not cause any damage or inconvenience to workers or patients. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a system error.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: poc - (B)(6). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "system error". The issue was confirmed via device logs. A getinge field service engineer (fse) had troubleshooted the unit and found that there were errors 37, 58 and 124 were detected in the device registers. After several diagnostic tests found a leak in the pneumatic circuit of the drive manifold. The unit was returned to the customer and cleared for the clinical use. There was no involvement of the patient.